Event description:
It was reported that the patient experienced chest burn related to the index procedure involving their implantable cardioverter defibrillator (ICD). The chest burn was cleaned and covered with dressing. The patient remained stable.